Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy, there was an incomplete staple line resulting in intestinal content leakage. The surgeon reoperated on the patient and corrected the issue with sutures. The patient is currently in intensive care. Additional information has been requested but not yet received.